Event description:
Related manufacturer reference number: 2017865-2023-22730. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Also insufficient information on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.